Manufacturer narrative:
(B)(4). The event occurred during (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was potential particulate matter in a vialmate device. The reporter stated that during reconstitution using the device, particulate matter was noted in the vial. The device was being used with a 1g vial of cloxacillin and a bag of 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection revealed the presence of a grey particle. The vial was removed from the vialmate and the presence of two large holes were identified in the bung. Functional testing was performed by using the vialmate to activate a new vial. No particulate matter was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was of the condition was determined to be suboptimal activation of the device. Should additional relevant information become available, a supplemental report will be submitted.